Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has ben sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. Reference MDR 2029214-2019-00974. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic liquid embolic delivery microcatheter ruptured in the middle segment it was being injected with medtronic liquid embolic. The procedure was completed ok after the microcatheter was replaced. No patient injury was reported as a result of the event. The patient was undergoing liquid embolic embolization treatment of a lesion in the external carotid artery. The access vessel was 4mm in diameter and the vasculature was minimal in tortuosity. There was no friction or difficulty during delivery and there was no other damage observed on the microcatheter besides the rupture. Ancillary devices: onyx liquid embolic, terumo and traxcess guidewire, apollo microcatheter, microvention guide catheter, j<(<&<)<j sheath.